Event description:
It was reported that the his bundle lead exhibited loss of pacing for the his resulting in inadequate cardiac resynchronization therapy (crt). The his lead was explanted and replaced successfully with a new coronary sinus (cs) lead. The patient was reported to be recovering. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).